Event description:
The customer reported that the ventilator experienced a power board failure. The device was not in clinical use at the time the deficiency was discovered. There was no patient or user harm reported. The device was evaluated by the international manufacture field service engineer (fse). The fse replaced the power board. No other anomalies were reported.